Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial lead dislodged. On (B)(6) 2022, the lead was explanted and replaced.

Event description:
New information received stated that the atrial lead dislodgement was discovered when the lead exhibited failure to capture and its activities were detected by the right ventricular channel. The patient did not experience adverse symptoms due to the dislodgement and remained in stable condition during and post procedure.